Event description:
It was reported that the patient unintentionally navigated to the fill tubing screen on the ilet and, upon recognizing the screen, disconnected from the infusion site and briefly pressed and held the button to exit, with the pitchfork disconnected and no insulin delivered; this constituted an improper procedure related to the tubing component of the infusion set and cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving the tubing, consistent with an incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.